Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that due to the limited amount of data in the limited latitude transmission (caused by the rmd state), the cause of rmd is unknown. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. The patient will continue to be closely followed via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services discussed that due to the limited amount of data in the limited latitude transmission (caused by the rmd state), the cause of rmd is unknown. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. The patient will continue to be closely followed via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, it was not returned for analysis, due to this, technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device remains in service; therefore, it was not returned for analysis, due to this, technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services discussed that due to the limited amount of data in the limited latitude transmission (caused by the rmd state), the cause of rmd is unknown. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available with this device. The patient will continue to be closely followed via remote monitoring. No adverse patient effects were reported.